Event description:
Old lead removed, new lead implanted. Old generator removed, new generator implanted. The above captioned lead and generator was noted to have malfuncioned and therefore, removed and replaced with a new, medtronic lead and generator. No adverse event was reported as a result of the original equipment malfunction.